Event description:
Surgeon attempted to deploy endo gia ultra during lung transplant. After firing the stapler, surgeon was unable to detach from the patient tissue. The endo gia stapler would not unclamp. Another endo gia ultra with additional staple loads and a new staple site to the patient's bronchus had to be performed. The surgeon was then able to remove the stapler from the patient's body cavity.